Manufacturer narrative:
H3 device evaluated by MFR: media was provided to aid in the investigation. The media was reviewed by a bsc quality engineer. The media made available for review comprises 22 angiographic series from the implantation of lotus edge valve. A pigtail catheter is positioned in the right coronary cusp. Following balloon aortic valvuloplasty (bav), the valve can be seen unsheathed. A re-sheath takes place before the valve is well positioned and released in the annulus. No malfunctions were identified with the valve and no issues were identified from the valve placement which could potentially have contributed to the complaint incident.

Event description:
Reprise iii study. It was reported that stroke and heart block occurred. Procedure summary: the subject was enrolled into the reprise iii study in (B)(6) 2020 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on prior regimen of aspirin and antiplatelet at the time of index procedure. The subject received loading doses of 300 mg of aspirin and 300 mg of clopidogrel. A sentinel embolic protection system was placed. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). The subject developed complete heart block with ventricular escape post bav. The aortic valve was treated with deployment of a 27 mm lotus edge valve. The complete heart block with ventricular escape, persisted post transcatheter aortic valve replacement (tavr) .there was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. On the same day as the index procedure, during tavr, the subject was noted non responsive, slightly weak the right side with reduced glasgow coma scale and aphasia. The subject was hospitalized for further evaluation. Neurological exam revealed normal cerebellar function with abnormal reflexes, cranial nerves, sensations and muscle strength. Nihss was 6. Computed tomography (CT) and magnetic resonance imaging (MRI) scans revealed stroke. The stroke was ischemic. The cause of the ischemic stroke is unknown. The event was treated medically. In (B)(6) 2020, the subject was in good condition and on the same day, the subject was discharged at home on aspirin.

Event description:
(B)(6) study. It was reported that stroke and heart block occurred. Procedure summary: the subject was enrolled into the reprise iii study in (B)(6) 2020 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on prior regimen of aspirin and antiplatelet at the time of index procedure. The subject received loading doses of 300 mg of aspirin and 300 mg of clopidogrel. A sentinel embolic protection system was placed. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). The subject developed complete heart block with ventricular escape post bav. The aortic valve was treated with deployment of a 27 mm lotus edge valve. The complete heart block with ventricular escape, persisted post transcatheter aortic valve replacement (tavr) .there was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. On the same day as the index procedure, during tavr, the subject was noted non responsive, slightly weak the right side with reduced glasgow coma scale and aphasia. The subject was hospitalized for further evaluation. Neurological exam revealed normal cerebellar function with abnormal reflexes, cranial nerves, sensations and muscle strength. Nihss was 6. Computed tomography (CT) and magnetic resonance imaging (MRI) scans revealed stroke. The stroke was ischemic. The cause of the ischemic stroke is unknown. The event was treated medically. In (B)(6) 2020, the subject was in good condition and on the same day, the subject was discharged at home on aspirin.

Event description:
Reprise iii study it was reported that stroke and heart block occurred. Procedure summary: the subject was enrolled into the reprise iii study in february 2020 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on prior regimen of aspirin and antiplatelet at the time of index procedure. The subject received loading doses of 300 mg of aspirin and 300 mg of clopidogrel. A sentinel embolic protection system was placed. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). The subject developed complete heart block with ventricular escape post bav. The aortic valve was treated with deployment of a 27 mm lotus edge valve. The complete heart block with ventricular escape, persisted post transcatheter aortic valve replacement (tavr) .there was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. On the same day as the index procedure, during tavr, the subject was noted non responsive, slightly weak the right side with reduced glasgow coma scale and aphasia. The subject was hospitalized for further evaluation. Neurological exam revealed normal cerebellar function with abnormal reflexes, cranial nerves, sensations and muscle strength. Nihss was 6. Computed tomography (CT) and magnetic resonance imaging (MRI) scans revealed stroke. The stroke was ischemic. The cause of the ischemic stroke is unknown. The event was treated medically. In (B)(6) 2020, the subject was in good condition and on the same day, the subject was discharged at home on aspirin. It was further reported in (B)(6) 2020, the mrs_90 days score was 1 which indicates no significant disability despite symptoms; able to carry out all usual duties and activities.

Manufacturer narrative:
B5 describe event or problem - updated; b6 relevant tests/laboratory data - updated. H3 device evaluated by MFR: media was provided to aid in the investigation. The media was reviewed by a bsc quality engineer. The media made available for review comprises 22 angiographic series from the implantation of lotus edge valve. A pigtail catheter is positioned in the right coronary cusp. Following balloon aortic valvuloplasty (bav), the valve can be seen unsheathed. A re-sheath takes place before the valve is well positioned and released in the annulus. No malfunctions were identified with the valve and no issues were identified from the valve placement which could potentially have contributed to the complaint incident.